Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device was reportedly discarded by the reporting facility. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported during and open reduction internal fixation surgery of the left thumb, the drill bit broke off into the patient's bone and was unable to be removed. A second drill bit was available. The surgery was not delayed due to the reported event. The patient's post-surgical status was reported as "fine". The surgeon stated that the drill fragment retained in the patient's thumb was not protruding and was not causing pain or irritation. The surgeon further stated that he felt the fragment was unlikely to migrate as it is embedded in the bone. This report is 1 of 1 for (B)(4).